Manufacturer narrative:
Due to character limitation in e1 for event site name, address, and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had gas leak issue during routine inspection. There was no patient involvement reported.

Manufacturer narrative:
Due to character r restriction in block e1. E1 event site telephone is. (B)(6). Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11 , e1 (event site email). Getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported was able confirm the failure and replaced pneumatic module assembly, rohs ((B)(4)). The unit passed all functional tests and was returned to the customer.